Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged, and during the reposition attempt the lead also exhibited helix retraction and extension issues. The lead was then replaced. No additional adverse patient effect were reported.